Event description:
It was reported that the patient¿s implant had been in overdischarge for a couple of months. He stated it wasn¿t working right thus he turned it off and forgot to recharge. The patient stated ¿they did it twice since implant¿ but it¿s never working to give him stimulation in his upper arm. He was having surgery this week for peripheral "stim." And the healthcare provider (hcp) was going to reprogram the patient¿s implant. The manufacturer¿s representative (rep) had showed him how to do it but he couldn¿t remember. The rep. Was contacted and reported that the patient was in overdischarge. He completed the trickle charge process and charged his device to full. The patient was seen on (B)(6) and the power on reset (por) was cleared and reprogramming was done. The patient was doing well with adequate coverage at that time.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v128364, implanted: (B)(6) 2008, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v090294, implanted: (B)(6) 2008, product type: lead. (B)(4).